Event description:
The customer contact reported the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. The pump was returned to biomedical dept from anesthesiology dept with out any info. During testing at the user facility after the device was powered on, the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. This report represents all the information known by the reporter upon query by hospira personnel.